Manufacturer narrative:
Concomitant medical products: product ID 8832, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Event description:
It was reported that, around (B)(6) 2006, the patient's pump had been leaking from the catheter and was "gathering around the area where her pump was." The patient stated that she "got real sick." The patient noted this was resolved and had a new pump implanted in (B)(6) 2006. The medications used within the system were fentanyl, bupivacaine, baclofen, dilaudid, and droperidol. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.